Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from november 09, 2020 - november 10, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a ce intermate sv (small volume) burst 5 minutes after the start of patient administration. It was further reported the patient did not received the full dose of the unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.